Event description:
It was reported that the healthcare professional (hcp) had patient¿s that experienced shocking when their implantable neurostimulator (ins) battery was at normal end-of-life (eol). Additional information was requested but was not available at the time of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, lot# unknown, product type lead. (B)(4).